Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 73 mg/dl, which was addressed with glucose tablets and carbohydrates. Reportedly, the customer alleged that bg was due to the pump delivering an unintended bolus that had not been requested by the customer. Review of the pump bolus history by tandem technical support showed that the pump screen was unlocked and the customer interacted with the pump prior to the bolus having been delivered. The contact acknowledged the information provided.